Event description:
It was reported that the customer experienced blood glucose (bg) levels of 200 to over 300 mg/dl. Customer alleged that there was an issue with the pump's insulin delivery. In addition, an occlusion occurred. Supplies were changed to address issue. Customer reverted to alternate pump for insulin therapy.